Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 138 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.